Event description:
It was reported that the patients ipg was difficult to fully charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.